Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the om-9000s "tip of the suction tube has already cracked at the time of opening to pouch". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returned.